Event description:
It was reported that the shunt was not working properly.

Manufacturer narrative:
The valve was patent, and passed reflux and siphon testing. It was within specifications for all pressure-flow and preimplantation testing. There were two scratches on the top of the inlet connector and multiple scratches around the outlet connector. There is a tear in the base of the valve just left of the proximal occluder. The valve failed leak testing due to a small puncture hole on the top of the dome. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.